Manufacturer narrative:
Device evaluation update: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak test was performed, according with mentor procedures, and a tear measuring approximately 1.0 cm was observed at the union between shell and suture tab, located at 9 o¿clock. Microscopic examination was performed, and the cause of the rupture could not be identified. As part of our quality process, the manufacturing records of this 7666468 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.  Although the manufacturing criteria was met during manufacturing, there is an open investigation to determine and address the root cause as appropriate, including but not limited to additional investigation related to design and manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device was received on 8/14/2019. Device evaluation completed on 8/29/2019, the analysis results showed that the device appeared intact. Leak testing revealed there was a tear at the suture tab, measuring approximately 1.0 cm. Microscopic examination was performed to the rupture and no evidence of instrument damage was observed. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast surgery with mentor cpx 4 breast tissue expander with suture tabs breast implants which the right side deflated after implantation. The issue was confirmed by the physician. The deflation was due to tab and back of the expander. As a result patient removed the device on (B)(6) 2019.